Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The blood glucose reading was 310 mmol/l. There were no significant events leading to the alarm observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.